Event description:
Patient-was injected with 2 ml of hydrelle. She was seen on (B)(6) 2010 and had redness and swelling in malar area and an abscess in the oral commissure area. Patient was treated with wydase and kenalog injections which improved her condition. She was referred to an oral maxillofacial surgeon for a follow up evaluation. No further information was reported.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.